Event description:
A balloon was used to successfully dilate a lesion in the right common iliac. The balloon was then advanced contrlateral through heavy calcification for dilation of the left iliac. Upon inflation the balloon burst. Resistance was encountered upon removal and the balloon detached in the pt. Retrieval of the balloon segment utilizing a snare was uneventful. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was received and evaluated by this MFR. Only a visual exam was performed as the device was returned to the user facility. The engineering evaluation revealed an occluded and elongated shaft. The balloon was detached 3.8 centimeters from the distal tip and the distal radiopaque marker was not returned. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co's follow up indicated that resistance was met upon withdrawal of the balloon catheter and this device displayed an elongated shaft which is characteristic consistent with exertion against resistance. It was also indicated this device was used in a calcified lesion. Co believes these factors contributed to this event and does not attribute it to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. Balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples. If resistance is felt when removing a guidewire through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel".